Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, it was reported that the scrub nurse was unable to attach the handle to the broach. All other size broaches in the set attached to the handle easily so the broach was the problem. The surgeon managed to push the handle onto the broach with some effort and was able to proceed with the case. The surgeon removed the size 1 broach with effort and the rest of the broaches attached to the handle without any problem. Following the case, I examined the size 1 broach and found it had some striations/grooves on the attachment point, which should be smooth. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the post of the c-stem amt broach marked sz 1 shows scratches and signs of heavy use. A functional test performed with a mating device laboratory sample revealed that the broach was not able to be easily assembled. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, impaction forces while the device is not fully seated into the broach handle, prying motion while assembly/disassembly, heavy usage. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the c-stem amt broach marked sz 1 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: did the instrument broke into 2 or more pieces? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The scrub nurse was unable to attach the handle to the broach. All other size broaches in the set attached to the handle easily so the broach was the problem. The surgeon managed to push the handle onto the broach with some effort and was able to proceed with the case. The surgeon removed the size 1 broach with effort and the rest of the broaches attached to the handle without any problem. The broach had some striations/grooves on the attachment point, which should be smooth.